Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that patient's ae for abnormal radiographic evaluation - osteophyte lesion in charnley and delee zone 1. Mild calcar resorption, minimal scalloping. Event meets the definition of serious and is considered moderate. Event is probably related to the device and definitely not related to the procedure. Event is awaiting resolution. Update sep 29, 2017. Medical records reviewed. Primary operative notes indicate the patient received a left press fit total hip arthroplasty due to osteoarthritis end stage, left hip. Completed without indication of complication by the surgeon. MRI notes reveal a fluid collection noted along the posterior-lateral aspect of the proximal femur. Findings are compatible with pseudotumor formation. Findings also suggest ischial femoral impingement. Atrophy and edema involving the femoris muscle, obturator internus and gluteus minimus muscle. No evidence of fracture stress reaction. Prosthetic components appear to be in satisfactory position. Office notes (B)(6) 2017 indicate the patient is bilateral metal-on-metal hip arthroplasties. The left hip has been in for about 15 years and has more recently started to produce more symptoms. An MRI performed last may revealed a bit of fluid collection, appearing to be an early adverse reaction to metal debris. Office notes indicate she is experiencing more groin pain and more buttock pain. It is harder for her do take part in activities. X-rays taken at the office visit reveal no interval change since the last year. Changes consistence with early osteolysis and adverse reaction to metal debris. Revision notes not provided within the document. Updated 10-24-2017. Update oct.04, 2017 patient was revised to address metallosis. Depuy head and liner were revised.

Manufacturer narrative:
Product complaint # ==> pc-000103251 investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history lot ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical der states that patient's ae for abnormal radiographic evaluation - osteophyte lesion in charnley and delee zone 1. Mild calcar resorption, minimal scalloping. Event meets the definition of serious and is considered moderate. Event is probably related to the device and definitely not related to the procedure. Event is awaiting resolution. Update (B)(6), 2017 patient was revised to address metallosis. Depuy head and liner were revised. Update sep 29, 2017. Medical records reviewed. Primary operative notes indicate the patient received a left press fit total hip arthroplasty due to osteoarthritis end stage, left hip. Completed without indication of complication by the surgeon. MRI notes reveal a fluid collection noted along the posterior-lateral aspect of the proximal femur. Findings are compatible with pseudotumor formation. Findings also suggest ischial femoral impingement. Atrophy and edema involving the femoris muscle, obturator internus and gluteus minimus muscle. No evidence of fracture stress reaction. Prosthetic components appear to be in satisfactory position. Office notes (B)(6) 2017 indicate the patient is bilateral metal-on-metal hip arthroplasties. The left hip has been in for about 15 years and has more recently started to produce more symptoms. An MRI performed last may revealed a bit of fluid collection, appearing to be an early adverse reaction to metal debris. Office notes indicate she is experiencing more groin pain and more buttock pain. It is harder for her do take part in activities. X-rays taken at the office visit reveal no interval change since the last year. Changes consistence with early osteolysis and adverse reaction to metal debris. Revision notes not provided within the document. Updated 10-24-2017. Update oct 4, 2017. Der reviewed. Der indicates revision of depuy head and liner due to metallosis. Reportability has been updated. 10-24-2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found one additional report against the metal liner product code/lot code combination. A DHR review performed at that time found no related deviations or anomalies. No additional related reports are found against the remaining product/lot combinations on this report. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: clinical der states that patient's ae for abnormal radiographic evaluation - osteophyte lesion in charnley and delee zone 1. Mild calcar resorption, minimal scalloping. Event meets the definition of serious and is considered moderate. Event is probably related to the device and definitely not related to the procedure. Event is awaiting resolution. Doi: (B)(6) 2001 ae: (B)(6) 2017 left hip